Event description:
After preparing the lesion with a rotablator, the balloon was inflated three times up to 20 atm and ruptured. Should further information be provided this file will be updated.

Manufacturer narrative:
The technical investigation of the returned pantera leo revealed that the balloon has been inflated at least three times. Microscopic analysis showed a leakage in the distal part of the balloon and scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.